Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: tibial nail cap 10 mm height: catalog#: 47248700510, lot#: 65166398; 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#: 47248403050, lot#: 65167378; 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#: 47248404250, lot#: 65035192; 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#: 47248403250, lot#: 65167627; 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#: 47248403250, lot#: 65007866; unknown 5-793.3r variax stryker plate: catalog#: ni, lot#: ni. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: im nail. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: dx: distal tibia fracture. Acquired limb deformity of ankle and foot, hindfoot valgus in the case of intramedullary nail osteosynthesis, ¿in the course of the procedure, however, a valgus malalignment was observed distally and the fracture was now fully developed, resulting in complaints when walking on the medial foot. Therefore, a varicose osteotomy was indicated.¿ laterally the fibula is cut and reduction performed. Variax plate (competitor) is placed laterally and fixed distally with four screws and proximally with two screws. Anatomical pilon plate is applied to tibia, fixed distally with four screws and proximally with five screws. Anatomical reduction and good position achieved of reconstructed joint, osteosynthesis procedure: by plate, removal of an intramedullary nail from the tibial shaft, varicose osteotomy distal tibia, closed wedge osteotomy (conversion by 10°, medial pos). Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: oblique orientation of the distal syndesmotic screw with lucency surrounding the screw which could indicate loosening or could be iatrogenic from placement. Interval revision, as above. The reported event is confirmed from the provided x-rays. The root cause of the reported issue is attributed to the user placing the nail incorrectly. The reporter admits this and the x-rays show the nail's oblique placement. Investigation results concluded that the reported event is attributed to the user placing the nail incorrectly. As the surgeon acknowledged the incorrect placement, a report of the investigation findings will not be sent detailing the proper placement. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). A2: year of birth (B)(6). D10: medical product: tibial nail cap 10 mm height: catalog#47248700510, lot#ni; 5.0 mm diameter cortical screw - red partially threaded 3.5 mm hex head: catalog#47248303050, lot#65167378; 5.0 mm diameter cortical screw - red partially threaded 3.5 mm hex head: catalog#47248304250, lot#65035192; 5.0 mm diameter cortical screw - red partially threaded 3.5 mm hex head: catalog#47248303250, lot#65167627; 5.0 mm diameter cortical screw - red partially threaded 3.5 mm hex head: catalog#47248303250, lot#65007866; unknown 5-793.3r variax stryker plate: catalog#ni, lot#ni. G2: foreign: germany multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2023-01612; 0001822565-2023-01613; 0001822565-2023-01614; 0001822565-2023-01615; 0001822565-2023-01616. Customer has indicated that the product will not be returned to zimmer biomet for evaluation as the product has been discarded. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported via a clinical study that a patient underwent an open reduction of a two-stage fibula fracture and distal tibial fracture following a motorcycle accident. Subsequently, eight (8) months post-implantation, the patient began to have complaints while walking and underwent revision surgery due to malunion of the fracture. It was reported that the tibial nail was implanted in the incorrect position during the initial surgery, resulting in misalignment of the ankle. The tibial nail was revised and the outcome has been reported as resolved. Due diligence is in progress for this event; to date no further information has been reported.